Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced sterile peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. It was reported, the patient did not receive antibiotics for treatment of the sterile peritonitis. Pd therapy was ongoing. Nine days after event onset, the patient was recovered from the peritonitis event. No additional information is available.